Event description:
The customer's spouse called and reported that the customer experienced low blood glucose and they believed the insulin pump was malfunctioning. The customer was admitted for medical treatment on (B)(6) 2015 with blood glucose levels of 31 mg/dl and 29 mg/dl. The customer went unconscious. The customer was treated with juice and candy. Tests were run during second hospitalization, but no reason found as to why customer's blood glucose was low. During troubleshooting,the drive support cap appeared normal. The time was an hour off and was corrected. The screen of the insulin pump was scratched. On (B)(6) the customer reportedly only delivered a bolus per the insulin pump, but customer's blood glucose was 49 mg/dl. It was stated the customer checked blood glucose all night and his blood glucose rose to 400 mg/dl. He treated with a shot. It was advised that the customer discontinue use of the device and revert to a back-up plan, product would be replaced and returned.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.